Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawers 4.1 and 4.2 were not detected on the bus. A field service engineer (fse) identified a loose connection on half-height drawers 4.1 and 4.2, which were not detected on the bus. All drawer connections were reseated and reconnected, the system was rebooted, and successful testing was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bil3b_mch, drawers 4.1 and 4.2 (main half) and drawer 6 (full height) displayed the error message device not detected on bus. The customer attempted to recover the affected drawers and reboot the machine; however, both attempts were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.